Manufacturer narrative:
Boston scientific post market quality assurance laboratory analysis confirmed that the distal coil of this lead was damaged and not the proximal coil as was initially reported by the local area sales representative. The lead insulation was torn/separated from the polytetrafluoroethylene at the proximal end of the distal spring electrode. The distal spring was noted as stretched and deformed at this point. The introducer and guidewire were not received.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did appear to have a damaged lead body and also that the proximal coil was damaged during attempted implant. It was not stated for certain if there was a fracture that had occurred. There were no reported adverse patient symptoms associated with this lead.